Manufacturer narrative:
Date of initial report: 2017-03-31. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to the start of a procedure, the prong was found to be broken. A new device was used to continue the procedure and there was no patient involvement. No piece of the device fell within the patient.